Manufacturer narrative:
The reported event of sensing noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion at 25.4cm to 26.2cm from the distal tip consistent with friction from another device. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction on the device.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.